Event description:
Hcp reports pt presented with stiff neck, headache, 104 degree fever, seizure, and a tender pump site. The pt had an abdominal umbilical wound with pus for 6 weeks. The pt was ventilated, sedated, and intubated. Their creatinine level was increasing. The pump and catheter were removed 2 days later. The "pt did not keep wound clean and frequently picked at wound with their finger." The physician noted the pt previously had a tram flap performed. The pt is still in the ICU. Their oxygenation is improving and the ventilator has started to be weaned and their creatinine level is decreasing.